Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure after having difficulty removing the impactor, the tip of the implant holder was found to be fractured off. There were no reported patient impacts.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Visual inspection via photos in the complaint file confirms the product's identity and that the j hook is fractured off. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.